Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 586 mg/dl. The customer¿s other blood glucose were 297 mg/dl, 393 mg/dl, and 581 mg/dl. The customer mentioned that they changed her infusion set. The customer reported that they feel okay for troubleshooting. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they do not have a back-up plan available. The customer does not allege that the insulin pump was under delivering. The customer declined to test the insulin pump. The customer was able to change the infusion set. The customer¿s blood glucose at the end of the call was 432 mg/dl. The customer was advised to change the entire set, reservoir and insulin and treat per the healthcare professional¿s instructions. The insulin pump will be returned for analysis.